Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with epithelial ingrowth in the right eye(od) at post treatment. A brief description from the surgery center noted the epithelial ingrowth was observed on the right eye in the infero-temporal without connection to the flap edge. The patient¿s chief complaint was of foreign body sensation and blurred vision. The patient¿s comments were of feeling like something in the eye for the past 2 weeks. A flap lift was performed and epithelium removal. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/25 -7.75 x .00 x 90; left eye pre-op 20/25 -7.25 x -.50 x 165. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x -.25 x 0; left eye post-op 20/20 -.25 x -.25 x 175.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.